Event description:
It was reported that following a cryo ablation procedure to treat denovo atrial fibrillation (a fib) using a polarx catheter it was discovered the patient experienced pericardial effusion. The ablation procedure was successfully completed on (B)(6)2023. The following day, on (B)(6)2023, an effusion of the anterior atrium was discovered. More information regarding the patient's status, interventions performed, the cause of the effusion, and identification details of the catheter were requested, however, the physician would not provide any more information. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.